Manufacturer narrative:
Universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. Item number 20590006 (slingbar liko 450) was identified as the item needing to be replaced. Multiple attempts were made to obtain additional information regarding the reported malfunction without response. A root cause of the reported incident can not be determined at this time. If any additional relevant information is received regarding this case , it will be submitted in a supplemental report.

Event description:
A other health care professional contacted technical service to report that liko m220 had an issue, alleged the item that connects the sling bar to the lift is broken. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The customer reported that the product is not available for service/inspection by baxter.

Manufacturer narrative:
Additional information has been requested from the customer regarding the reported malfunction. A supplemental report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that liko m220 had an issue, alleged the item that connects the sling bar to the lift is broken. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The customer reported that the product is not available for service/inspection by baxter.